Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Although laboratory analysis could not reproduce the clinical observations, investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the 'describe event/problem' field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a non sustained episode. The episode was noted via the remote monitoring system. The patient was seen by the physician who changed the detection sensing vector from the primary to the alternate sensing vector. Days later the patient received an inappropriate shock due to noise/oversensing due to a drop in amplitudes. The patient will be seen at the hospital for further troubleshooting. A review of the device data by technical services (ts) confirmed evidence of non physiological noise in the primary and alternate sensing vectors and discussed performing further investigation to determine the root cause of this issue. Ts discussed troubleshooting for this case as well as programming options. Additional information noted that troubleshooting took place and it was not possible to reproduce noise. X-rays were taken which did not show an electrode fracture. A system replacement was scheduled. In the meantime, the device therapy was switched to off to avoid future inappropriate shocks. The device was subsequently explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that a non sustained episode was recorded via more monitoring involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was seen by the physician who changed the detection sensing vector from the primary to the alternate sensing vector. Days later the patient received an inappropriate shock due to noise/ oversensing due to a drop in amplitudes. The patient will be seen at the hospital for further troubleshooting. A review of the device data by technical services (ts) confirmed evidence of non physiological noise in the primary and alternate sensing vectors and discussed performing further investigation to determine the root cause of this issue. Ts discussed troubleshooting for this case as well as programming options. Additional information noted that troubleshooting took place and it was not possible to reproduced noise. X-rays were taken which did not show an electrode fracture. A system replacement was scheduled. In the meantime, the device therapy was switched to off to avoid future inappropriate shocks. No adverse patient effects were reported. This device remains implanted.

Manufacturer narrative:
The device will be returned for analysis. Upon return and analysis completion this investigation will be updated.

Event description:
It was reported that a non sustained episode was recorded via more monitoring involving this subcutaneous implantable cardioverter defibrillator (s-ICD). The patient was seen by the physician who changed the detection sensing vector from the primary to the alternate sensing vector. Days later the patient received an inappropriate shock due to noise/oversensing due to a drop in amplitudes. The patient will be seen at the hospital for further troubleshooting. A review of the device data by technical services (ts) confirmed evidence of non physiological noise in the primary and alternate sensing vectors and discussed performing further investigation to determine the root cause of this issue. Ts discussed troubleshooting for this case as well as programming options. Additional information noted that troubleshooting took place and it was not possible to reproduced noise. X-rays were taken which did not show an electrode fracture. A system replacement was scheduled. In the meantime, the device therapy was switched to off to avoid future inappropriate shocks. The device was subsequently explanted and will be returned. No additional adverse patient effects were reported.